Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3.5 years of support, the patient presented on (B)(6) 2017 with unspecified alarms from the system controller. The doctor wanted to keep the patient in the hospital for further evaluation; however, the patient left against medical advice. That night, additional alarms occured and the patient returned to the hospital. The system controller was connected to the power module and it was not possible to download log files. The patient was switched to the backup system controller and a hospital owned system controller but the alarm continued. As the alarm was persistent and the system controller showed pump speeds of 0 rpm, a decision was made to disconnect the system controller and stop the pump completely. After stopping the pump, the patient was stable and was evaluated for a pump exchange. However on (B)(6) 2017, the patient started to become unstable and a decision was made to transfer the patient to another hospital for a pump exchange. The pump exchange was successfully performed on (B)(6) 2017. The patient was reported to be doing fine. No additional information was provided.

Manufacturer narrative:
The report of alarms and pump stoppages was confirmed based on the evaluation of the log file retrieved from the returned system controller. The log file contained approximately 46 days of data from (B)(6) 2017 to (B)(6) 2017 according to the time stamp and captured speed drops below the low speed limit and pump stoppages between 22:59 on (B)(6) 2017 and 01:25 on (B)(6) 2017. These events occurred while the system controller was connected to the power module and also while connected to batteries. Driveline disconnected, low speed hazard, and low flow hazard alarms were recorded during this time span. The end of the log file captured a string of events where the timestamp reset to the default value and numerous alarms were active including driveline disconnected, low speed hazard, and clock not set alarms. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing, and the severed, distal-end portion, measuring approximately 34 inches in length, was also returned. A portion of the driveline appeared to be missing. The sealed inflow conduit, sealed outflow graft, and sealed outflow graft bend relief were not returned. Examination of the returned portions of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation and the test did not reveal any insulation breaches that could have contributed to a potential electrical short. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and the pump functioned as intended. The pump evaluation did not reveal a device related issue and a potential cause for the events captured in the collected log file could not be conclusively determined; however, a portion of the driveline appeared to be missing and potential damage to this portion of the driveline could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous issue with short to shield driveline compromise was reported under medwatch MFR report # 2916596-2014-02313. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient had previous issues with short to shield driveline compromise, and had been provided with a non-grounded patient cable for use with the power module.